Event description:
The reporter indicated that the device was implanted about 10 months and the battery voltage is 5.0v and no shocks delivered. The pt was evaluated on 1/5/99, and then seen again pre and post op for gallbladder surgery 1/22.